Manufacturer narrative:
(B)(4).

Event description:
Received info the physician had difficulty positioning the lead and while she was inserting the stylet into the lead she noticed that the outer insulation seemed to be scraped. The lead was replaced with two other leads and the implant was completed. Pt is doing okay and no injury was reported.